Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter. Troubleshooting was performed but the issue was not resolved. The customer reported hemorrhage/bleeding treated with other. The event involved product(s) mmt-7841zw. Led light blinked when connected to the sensor but the transmitter is not communicating to the pump. Deleted transmitter serial number from the pump and repaired. The customer reported blood at the site. The customer reported a bent sensor, not a slight bend curve. No further patient complications were reported. Product return for mmt-7841zw was not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.